Manufacturer narrative:
Per the product labeling, "all initially reactive results should be rerun in duplicate using the elecsys anti-hcv ii assay. Confirm repeatedly reactive results (coi = 0.90) by independent confirmation methods/according to supplementary algorithms. Confirmatory tests include immunoblot and rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings." Due to missing calibration and qc data, the cause of the event could not be determined. However, a general reagent issue is not suspected. The anti-hcv ii assay performs within specification.

Event description:
There was an allegation of a questionable elecsys anti-hcv ii result for a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was 4.29 coi (reactive). The instrument was recalibrated, and the sample was recentrifuged, and the result was 3.75 coi (reactive). The controls were rechecked, and an additional centrifugation of the sample was carried out, and the result was 3.9 coi (reactive). The sample was tested using different methods and in another laboratory, and in both cases, the result was negative. No confirmatory testing was performed.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.